Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), ovulation pain ("ovulation pain"), hot flush ("hot flashes"), menstruation irregular ("irregular periods"), menopause ("menopause") and dyspareunia ("painful sex"). The patient was treated with surgery (essure was removed on (B)(6) 2015). At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia, heavy menstrual bleeding, hot flush, menopause, menstruation irregular and ovulation pain to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- ovulation pain, hot flashes. Quality-safety evaluation of ptc: for essure: unable to confirm compliant. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: new repórter (lawyer) added, essure start and removal date and patient's date of birth and address received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report